Event description:
Per follow up communication from inpatient rph (registered pharmacist) dalton at the md office: "he thinks he wasn't getting drug for a while because his sq site needle was bent back over itself when he took it out the other day. Then he got really symptomatic when started back his dose of 38.1ng/kg/min and henceforth admitted for close monitoring and up-titration." Date of admittance or current length of hospitalization is unknown. No further info, details or dates available. Sq remunity pharmacy fill patient will be transitioning to IV remodulin for hospital discharge. Patient started using remunity device. Reported to (B)(6) by: health professional.